Event description:
It was reported that pump experienced malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. CTS provided pump reset information, assisted with resetting pump, confirmed that malfunction did not recur, and advised customer to continue using pump and call back if any malfunction code appeared again, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 11 / 2.6.1 / iOS_18.5.